Event description:
It was reported that on (B)(6) 2021 22:15 pm there was a thermal event in the room with the ventilator. The customer reported that the ventilator was plugged into an outlet, as well as other unspecified devices. The ventilator was not powered on. There was a patient in the room, however, they were on another less invasive oxygen system. The patient called the nurse as they saw sparks coming out of the outlet. The respiratory therapy director noted that there were flames that went up the wall and smoke. A fire extinguisher was utilized to contain the event. Utilization of the extinguisher was successful. There was no patient harm reported. The service engineer (se) inspected the device and found that the power cord was destroyed where it connects to the wall. The se inspected the unit and found no issues. Review of the ventilator diagnostic report showed the unit was powered off at the time of the reported event. The se used another power cord on the unit, and it passed full performance verification testing. Reportedly, the customer would not allow any parts (alternating cord or wall plug) to be removed from the site. There was no allegation that the device caused or contributed to the thermal event. The se replaced the power cord that was provided by the customer. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.